Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior a magnetic resonance imaging (MRI) procedure, the device was programmed to its MRI settings. However, after the procedure, the device was still found in back up mode with no high voltage therapy available. Technical support was contacted and device reprogramming was conducted to resolve the event. The patient was stable with no consequences.